Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was an attempted implant. The lead became broken because the lead was stretched at the procedure. The lead was extracted but the tip of the lead remains in the patient's heart.